Event description:
The patient's family member had contacted lifescan and reported that pt's one touch ultra meter was reading inaccurately high. Medical affairs specialist called and spoke with the patient, who provided additional information. The patient was getting high results on their meter for about a month. Four days ago, they tested on their meter during the time they were experiencing low blood glucose symptoms such as shaky, sweaty, and was unable to speak clearly. The result on their meter was 269 mg/dl. Since the meter result did not reflect their symptoms, paramedics were called. They were not tested by the emt and was rushed to the emergency room. The ER meter result was 35 mg/dl, which reflected closely to their symptoms. They were placed on IV glucose. The patient is not on any diabetes medication regimen and controls their diabetes with "diet". The patient's family member stated, "had the meter given an accurate result, they would have eaten something to bring up the sugar". During troubleshooting, it was verified that their testing technique was correct and that the meter was set in the correct unit of measurement. However, it was discovered that they were not cleaning the puncture area correctly and that they were using expired test strips. The patient's family member was asked to open a new test strip vial, which was within the expiration date and a control solution test was performed. The test passed within range. A replacement meter was sent for patient satisfaction.